Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, and noise which appeared to be due to respiratory rate trend (rrt) signal oversensing. The device would be reprogrammed to turn this feature off by the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, and noise which appeared to be due to respiratory rate trend (rrt) signal oversensing. The device would be reprogrammed to turn this feature off by the health care professional (hcp). No adverse patient effects were reported. The device remains in service.